Manufacturer narrative:
Follow-up #1 date of submission 03/26/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/08/2014 with the following findings:a review of the device history indicated one low battery warning and multiple replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap did not secure properly to the pump; the battery cap threads were damaged and the coin slot was stripped. The battery cap did tighten enough to allow for testing, and a power loss was not observed. Current draws measured within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life decreased to lasting three days. The reporter was using alkaline batteries in the pump. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.